Event description:
It was reported a leak was noted at the valve of a swartz braided introducer, after approx. 3 hours into the ablation procedure. Prior to the leak, a coolflex ablation catheter was inserted into the sheath. The cardiologist wanted to replace it with an inquiry optima duodeca catheter, but the leak was noted. The device was removed and exchanged without complication. Add¿l info was requested and is not available.

Manufacturer narrative:
One 8f swartz braided introducer was received for eval. The introducer was tested for leaks using pressure and submerging the introducer in water; a leak was detected at the valve. The hemostasis cap was removed which revealed a tear in the manufactured slit, which caused the leak. Review of the device history record, confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.